Event description:
Reporter stated the infusion set leaked insulin near the luer lock, and the customer experienced hyperglycemia in the 200-300 mg/dl range as a result. The customer was capable of self-treatment, and no adverse event was reported. The luer connection was tight, and the adapter did not appear defective. The infusion tube was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.